Event description:
It was reported that a pulse generator registered as signal artifact monitor (sam) events, with the episodes attributed to oversensing of electromagnetic interference (emi) since the patient underwent an ablation procedure at the time. This device remains in service. No adverse patient effects were reported.